Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported pain at insertion site, and the user was scheduled for removal of the sensor due to the pain. Pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation.

Event description:
On june 28, 2024, senseonics was made aware of an incident where the user reported pain at the insertion site. The user was scheduled for removal of the sensor.